Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms, and oversensing of noise in unipolar configuration five months post implant resulting in activation of the lead safety switch (lss). Additionally, signal artifact monitor (sam) episodes were also triggered, and disabled the minute ventilation (mv) feature. Subsequent pacing impedance measurements in unipolar configuration were within normal limits at 442 ohms. The device was then programmed to unipolar pacing and bipolar sensing. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms, and oversensing of noise in unipolar configuration five months post implant resulting in activation of the lead safety switch (lss). Additionally, signal artifact monitor (sam) episodes were also triggered, and disabled the minute ventilation (mv) feature. Subsequent pacing impedance measurements in unipolar configuration were within normal limits at 442 ohms. The device was then programmed to unipolar pacing and bipolar sensing. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms, and oversensing of noise in unipolar configuration five months post implant resulting in activation of the lead safety switch (lss). Additionally, signal artifact monitor (sam) episodes were also triggered, and disabled the minute ventilation (mv) feature. Subsequent pacing impedance measurements in unipolar configuration were within normal limits at 442 ohms. The device was then programmed to unipolar pacing and bipolar sensing. At this time both, the ra lead and the crt-p have been explanted at a surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.